Event description:
During the course of the operation the surgeon inflated the balloon aspect of the vcare device and it ruptured. The device was reported to being operated as per manufacturer instructions. All parts of the device were accounted for and there was no patient harm.